Manufacturer narrative:
Pr#: (B)(4). When investigation is completed, a follow up report will be sent to the FDA.

Event description:
Philips received a complaint from a customer that the system indicated that the filter was no longer functional. Despite this, the procedure was being prosecuted. The pds (personal dose system) was not displayed but an air kerma important value was displayed. The user decided to use the system even when the system indicated that the filter was no longer functional. Due to the fact the patient received an alleged 8gy this complaint is reported.